Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed manual prime test per des8652 and dqtp 6117 section 13.2.3.2.2 using a new lab reservoir along with a 5xx pump. The infusion set failed per specification and it was found occluded at the tubing quick release connection septum side during the test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 135 mg/dl. Customer treated with the pump. Customer stated that the alarm occurred during manual prime and has occurred previously. Customer stated that the alarm is recurring. Customer stated that the alarm was resolved by a complete set change. Customer was unable to troubleshoot because the customer changed out her set.